Event description:
It was reported that there will be revision surgery to change to all-ti.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Implanted.

Event description:
It was reported that there will be revision surgery to change to all-ti.

Manufacturer narrative:
The device was not returned for evaluation; however, the event can be confirmed as the surgeon reported that the patient had performed a blood allergy test that showed sensitivity to nickel. H3 other text : not available.